Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap hysterectomy on an unknown date and barbed suture was used. The suture snapped during surgery and breakage was at the middle of suture and also at the loop side. The procedure was completed successfully. There were no adverse patient consequences reported.